Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received a green sureform stapler 60 reload associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of a firing failure. The stapler reload was found to have the knife exposed within the knife track. The known common cause of this failure is mishandling/misuse. Further analysis of the system logs showed a firing failure due to "tissue too thick to continue.¿ the stapler reload appeared to have been fired on system serial #(B)(4) on august, 10, 2019. Based on the system logs, there were two partial fires during the procedure involving green stapler reloads based on the logs. Isi has also received the surefrom stapler 60 instrument associated with this complaint and completed investigations. The system logs reveal that the stapler instrument had one complete and two incomplete clamps. The stapler instrument was installed on an in-house system. The instrument passed an initialization test. The instrument clamped and fired successfully. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted lar procedure, a sureform stapler 60 instrument allegedly had partial fire issues with green sureform stapler 60 reloads installed and a staple line defect was found. The surgeon over-sewed the staple line defect with a suture. In addition, as a result of the stapling issues, the surgeon could not construct a circular anastomosis and a permanent end colostomy was placed. At this time, the root cause of the patient¿s intra-operative complication is still unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received a second green sureform stapler 60 reload associated with this complaint and completed investigations. The stapler reload was found to have the knife exposed within the knife track. The known common cause of this failure is mishandling/misuse. The stapler reload was also found to have a firing failure during in-house testing. Additionally, a staple was found lodged in the knife track. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted lar procedure, a sureform stapler 60 instrument allegedly had partial fire issues with green sureform stapler 60 reloads installed and a staple line defect was found. The surgeon over-sewed the staple line defect with a suture. In addition, as a result of the stapling issues, the surgeon could not construct a circular anastomosis and a permanent end colostomy was placed. At this time, the root cause of the patient¿s intra-operative complication is still unknown.

Manufacturer narrative:
Isi has requested for the sureform stapler 60 instrument and reloads to be returned for evaluation. As of the date of this report, isi has not received the instrument or stapler reloads. Therefore, the root cause of the customer reported failure mode and the patient¿s intra-operative complication cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. The system logs reveal that a sureform stapler 60 instrument (part #480460-06; lot #t10190204-0236) successfully fired a green sureform stapler 60 reload during an initial attempt. During the second install of a green sureform stapler 60 reload, there were two failed clamps and then a partial fire. The third install of a green sureform stapler 60 reload resulted with a partial fire. The surgeon attempted to use an endowrist stapler 45 instrument with a green stapler 45 reload installed. However, the surgeon was never able to clamp successfully with the stapler instrument. There were 19 failed clamps with this stapler instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, a sureform stapler 60 instrument allegedly had partial fire issues with green sureform stapler 60 reloads installed and a staple line defect was found. The surgeon over-sewed the staple line defect with a suture. In addition, as a result of the stapling issues, the surgeon could not construct a circular anastomosis and a permanent end colostomy was placed. At this time, the root causes of the customer reported failure mode and the patient¿s intra-operative complication are unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, a sureform stapler 60 instrument partially fired with a number of green sureform stapler 60 reloads installed. The first stapler reload was fired without any issues or complications. The stapler instrument successfully clamped with a second stapler reload installed. However, during the firing process, the stapler instrument allegedly stopped after about 5mm. The stapler instrument reportedly recompressed and attempted to continue with the firing process multiple times. An error message was eventually generated indicating that the stapling or firing process could not be completed and the stapler reload blade could be exposed. The stapler reload was replaced with two new sureform stapler 60 reloads. Attempts to fire the two new stapler reloads had the same results. The surgical staff then switched to an endowrist stapler 45 instrument. According to the initial reporter, the endowrist stapler 45 instrument could not compress target tissue enough despite repositioning the instrument several times. As a result, the surgical staff used an endo-gia stapler instrument (a 3rd-party manufacturer device) to complete the intended staple line. Upon inspection of the staple lines, the initial reporter claimed that that the robotic stapler instrument had partially cut and staples were not adequately deposited. A staple line defect measuring approximately 1.5 cm was identified. Due to the inability to mobilize for additional stapling below the affected staple line, the surgeon over-sewed the location of the staple line defect with a suture. Additionally, due to the alleged stapling issues, the initial reporter indicated that they could not construct a circular anastomosis as planned; therefore, a permanent end colostomy was placed. On 08/13/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the sureform stapler 60 reload involved with this complaint is still with the sureform stapler 60 instrument which is not available for return to isi for evaluation. There were no functional issues observed with the sureform stapler 60 instrument during the surgical procedure. However, at one point during the surgical procedure, the surgeon allegedly encountered an inadequate clamp of 96% while using the stapler instrument. The stapler reloads were inspected prior to use and no issues were found. After the first stapler reload was fired, no deviations or issues were seen. However, during subsequent stapler reload firings, a large amount of malformed staples were deposited or fell inside the patient¿s abdomen but were removed by the surgical staff. There were no identified issues with the target tissue although it was noted that the tissue had been exposed to ¿neoadjuvant chemoradiotherapy¿ prior to the procedure. There was no tissue tension or bunching. The surgical procedure was completed robotically. No post-operative complications have been reported. The patient was reportedly home, feeling well, but disappointed about having a permanent colostomy.